Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed a hematoma around the impella 5.5 axillary insertion site. A surgical drain remained in place with minimal output, and the bedside nurse suspected that a clot was obstructing the drain. The surgeon and care team were notified. The patient remained hemodynamically stable and did not require blood transfusions, and the team chose to continue monitoring. The patient later returned to the operating room for washout and evacuation of the hematoma.

Manufacturer narrative:
H6 health effect - impact code corrected from f19 to f12. No product return. The cause of asae was not determined due to no product return and insufficient clinical details.